Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set had blockage and insulin was not exiting at quick release on (B)(6) 2024. The blood glucose level was 316 mg/dl at the time of event and was managed by bolus. No further information available.